Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the previous device code (device interaction: unable to assemble) is being retracted as per additional information received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No product defect observed, nor is it likely there is a defect depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported when it came time to trial the head on the above stem, none of the heads would fit, they continually would fall off, like the taper on either the head or the stem is incorrect, due to this continually trialling in a difficult position the patient's greater trochanter fractured, the trial head would not stay on the stem due to the perceived mismatch of tapers. Due to this mismatch and inadequate trial. We had to change the patient positioning from anterior approach to posterior approach and start the procedure again with different instrumentation.